Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated thrice; first and second at 6atm, and third at 8atm. However, at third inflation, it was noted that the balloon ruptured at 8atm within 10 seconds. The physician commented that the rupture occurred at the tortuous part of the calcium nodule. The device was device was removed by using normal method without any problem and the procedure was completed with another of the same device. The patient was in good condition procedure.